Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the image did not occur likely due to the ccd unit malfunctioning. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The issue was due to a faulty charge-coupled device (ccd) unit. Additionally, there was a cut in the cable, which caused the unit to fail the water leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the high-definition autoclavable camera head presented no image on the screen when plugged into the evis exera iii video system center. Another scope was tested with the evis exera iii video system center with no issues. No other devices were involved in the event. The intended procedure was completed with the same device with no surgical delay. No patient harm reported.